Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported suction loss happened during the first 5% of a laser treatment of the right eye. After redocking and applying the laser some uncut areas were noted. The flap was very thin as compared to the settings. The flap could not be lifted so the case was aborted and a bandage contact lens was placed on the eye. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
No further information has been received. Based on quality assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).